Event description:
It was reported that a spectrum pump had multiple upstream occlusions. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, "multiple upstream occlusions with the lower reading being higher than the upper reading for upstream occlusion sensor calibration values" was not reproduced. A review of the event history log revealed multiple upstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.